Event description:
When dr baker removed a 5/13 insert trial after using it for cement compression, he noticed a piece had broken off. A definitive insert size 5/11 was then implanted.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported event was confirmed. A portion of the distal rails of the triathlon cr tibial trial fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon cr tibial trial fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails.

Event description:
When dr baker removed a 5/13 insert trial after using it for cement compression, he noticed a piece had broken off. A definitive insert size 5/11 was then implanted.